Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. The suture snapped. Case was completed successfully. No patient harm was reported. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and a suture piece outside their packaging. Product code sxpp1b410. During the evaluation of the sample, the swage area was not as expected; since the hit of the stake was on the edge of the swage area of the needle, causing the suture to be severely cut resulting in breakage suture. Based on the information currently available, an incorrect swage issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.